Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the cause of reported malfunction no image was a damage on plug unit and also its cause was traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had no image. The issue was found during an inspection for use. There was no patient involvement.